Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3® tapered implant 4/3 x 11.5mm (bopt4311) and certain® 3.4mm(d) driver tip ¿ short (impdts) were returned for investigation. Visual evaluation of the as returned products identified worn markings due to usage and devices stuff together. Functional testing was performed for the returned products and is confirmed that they are stuck and cannot release. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2018101131). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review could not be performed with the impdts, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (2018101131) for similar event and no other complaint was identified. A complaint history review by item number was conducted for the (impdts) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device.based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed because the driver did not disengage.procedure was completed using another product.